Manufacturer narrative:
A supplemental report will be submitted upon completion of the MFR's physician assessment of the reported information and plant's investigation.

Event description:
The peritoneal dialysis patient reported a leak in prime. The leak occurred prior to patient connection. The patient did not want to set up with new equipment. The patient proceeded to connect with the same setup. The peritoneal analysis nurse stated that the patient experienced back pain and nausea the day after the leak. The patient came into the clinic on (B)(6) 2013 with mild nausea and flank pain. The patient's effluent was clear. Patient's cultures were drawn and sent on (B)(6) 2013. The lab results came back on (B)(6) 2013. The patient was administered vancomycin and ceftazidime on (B)(6) 2013. The white blood cell count was 700. Ceftazidime was stopped on (B)(6) 2013 after lab results concluded a positive primary gram stain in lab cultures. Vancomycin was continued until (B)(6) 2013. The patient has not had any further health complications. Clinic notes have been requested.